Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was unavailable due to the call being dropped. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.